Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported elevated ldh and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system; however, the center reported that the patient¿s ldh improved after starting on a heparin drip and no clinical signs of hemolysis were noted. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had elevated lactate dehydrogenase (ldh) which was 624 u/l and hepatoglobin was lower than 8 g/dl. No clinical signs of hemolysis was observed. Patient was on heparin gtt and ldh and hepatogobin improved. Patient was off anticoagulation. Patient was discharged improved on anticoagulation regimen with coumadin, remained off aspirin and with inr goal at 2-3. No further information was provided.